Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer stated their blood glucose was 796 mg/dl at the time of hospitalization. The customer reported feeling nausea and dizziness prior to being hospitalized. The customer also reported increased heart rate. The cause of the hospitalization was determined to be from diabetic ketoacidosis. The customer stated they were treated with fluids and an insulin drip. Troubleshooting found the customer's cannula was bent in two different places. Customer's current blood glucose was 290 mg/dl. The customer declined to return the insulin pump for analysis.